Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On august 13, 2018, it was reported that the alignment pin and notch are preventing closure. The alignment pin was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was january 27, 2018 where it was reported that the device needed preventative maintenance and the damaged comb was replaced. This is not a related issue. Product review of the skin graft mesher on august 28, 2018 revealed that the hole where sliding pin goes through on right side plate was damaged causing misalignment of hinge and side plate. The comb was bent and the roller was damaged. The pretest could not be performed due to the damaged parts. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 28, 2018 which included replacement of the roller, worn bushings, worn side plates, and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the hole where sliding pin goes through on right side plate was damaged causing misalignment of hinge and side plate. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the hole where sliding pin goes through on right side plate was damaged causing misalignment of hinge and side plate. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that alignment pin and notch are preventing closure. Alignment pin bent. The event occurred prior to surgery. The investigation identified a bent comb. No harm reported and no delay; no adverse events were reported as a result of this malfunction.